Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for evaluation. Upon visual inspection debris could not be found. The foam padding within the cavity shows signs of abrasion. The blister seal was still intact. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.